Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that where reservoir goes in there was big chunk missing. Customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that battery not lasting 7 days and had random no delivery alarm. Insulin pump will not be returned for analysis.